Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impedance, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(4)-2011, prior to explant. (B)(4) version 8 installed on (B)(4)-2010.

Event description:
It was reported that the device was at eri (elective replacement indicator) less than five years post-implant. The device remains in use. No patient complications were reported as a result of this event.